Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had severe peripheral arterial disease with absent pulses bilaterally. The following day, absent bilateral pedal pulses continued, but temp and color of her feet remain the same as the day prior. A plan was made to explant the impella the next day due to the patient's severe peripheral arterial disease and lack of perfusion to the lower extremities. The following day, the nurse was able to locate distal pulses in the legs. The impella was successfully weaned and explanted.